Manufacturer narrative:
The mains power inlet consisting of the inlet, an on/off switch and a fuse holder for two fuses was returned. The fuse holder had burnt surfaces. The observed burn signs on the fuse holders are similar to other investigated inlets. An earlier extensive investigation found four reasons that may affect the fuse holder and they are high voltage, a dusty environment, vibrations and chemicals in the air or by cleaning agents. High voltages make the current and temperature increase in the fuse and accelerate the aging. Dust in the environment if deposited on the fuse holder will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. Vibrations may worsen the contact qualities of the fuse holder. Chemicals in the air or cleaning agents may cause corrosion between fuse and bottom contact. Our conclusion to the cause of the problem is a combination of several or all the four above possible causes. The design of the power inlet is correct to its purpose and will not be damaged if these causes are eliminated.